Event description:
Drive devilbiss healthcare was notified of an incident involving a bed rail by the provider who stated that the end user was having nursing care done when the bed rail collapsed and broke, and the end user fell to the floor. The end user was admitted to the hospital and expired a week or two later, however no cause of death was reported. As part of its complaint review and evaluation process, drive devilbiss healthcare will also notify the manufacturer of the product about this complaint.